Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy due to diagnosis of chronic cholecystitis. The procedure was completed with no incidents. Post operatively the patient developed a bile leak, and was transported to another city for an ercp with stent placement. There was no other patient consequence reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.